Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: during investigation, the battery compartment was found to be cracked from the threads to the case seal. The keypad was intact; no damage was observed. The up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive during testing. The ok button responded appropriately. The keypad was removed and evidence of contamination was observed under all of the button contacts. The pump was opened and no moisture or corrosion was observed inside the pump. Unrelated to the complaint, evaluation revealed that the display was faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).